Event description:
It was reported the xenon light source had the lights working however the panel buttons were flashing. The issue was found during an unknown diagnostic procedure. There were no delays reported. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported light source flashing buttons issue could not be confirmed and a root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.